Event description:
It was reported that following an attempted left heart catheterization in a pt with severe peripheral vascular disease, pt experienced pain, coldness, numbness and loss of pulses in the left foot days post procedure. Following studies to determine the cause of the symptoms, it was noted that a blood clot was preventing blood flow to the pt's left leg. It was then noted that a piece of the guide wire had separated. The separated portion of the guide wire was not retrieved.